Manufacturer narrative:
Maquet cardiovascular received the device on 01/05/2009. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. Note - the hospital also reported a similar incident, one lot number was reported for these two complaints, but the hospital did not know in which complaint it was used. A lot history record review was completed for this lot. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit broke in the patient's leg. The piece was retrieved through the original incision in the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Product is returning.